Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the seat frame is bent where the back canes attached to the chair.